Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting procedure the patient experienced restenosis. A non-target lesion in the ramus was treated with balloon angioplasty and placement of a 2.5 x 12mm taxus liberte stent during the index procedure. A second lesion was located in the mid right coronary artery with 70% stenosis, a length of 12mm, and a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and implanting a 3.0 x 18/20 mm study stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 385 days post procedure, the patient experienced unstable angina. Two days later, the patient underwent coronary angiography which revealed a 70-80% stenosis of the proximal edge of the previously placed stent in the ramus, along with restenotic disease extending into the stent. The area was treated with pre-dilatation, placement of a 2.5 x 15 mm promus stent, and post-dilatation with an excellent result. The event resolved without residual effects and the patient was discharged the following day.